Event description:
On (B)(6) 2012, the patient contacted animas and stated that the up arrow, down arrow and ok keypad buttons were intermittently responsive. The patient stated that the ok keypad button was sticking and causing a "phantom" bolus when he presses the button six times. The issue has been reportedly occurring for several months. The patient stated that the issue with the keypad buttons became worse and stated that he is not able to safely use the pump. The patient confirmed that there has not been any over delivery issues. There was no indication of damage to the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn around the up arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the up and down arrow keypad buttons were unresponsive and the ok and contrast buttons were intermittently responsive. During investigation, evidence of contamination was found under all key contacts.